Event description:
It was reported during an atrial fibrillation ablation procedure, a pericardial effusion occurred. The physician used a brk xs needle and a swartz slo introducer for transseptal puncture. The cool path duo ablation catheter was then used to ablate and isolate two pulmonary veins. The pt was slightly hypotensive at the start of the procedure, and the pt's blood pressure continued to decrease in small increments, but stabilized quickly during ablation. A trans-esophageal echocardiogram was conducted and no anomalies were noted. Ablation was continued and two add'l pulmonary veins were isolated. A second trans-esophageal echocardiogram was performed at the end of the procedure and a pericardial effusion was noted. The effusion was treated with a pericardiocentesis and the pt stabilized. The pt's condition post-procedure is fine.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation is completed, a f/u report will be submitted.